Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 the patient undergoes a revision right total knee replacement to a hinged knee replacement construct due to failure of right total knee replacement secondary to instability and posterolateral corner deficiency. Femoral component and insert were revised and depuy femoral implant, augments, and tibial insert were implanted. Doi: (B)(6) 2017; dor: (B)(6) 2017; right knee.